Manufacturer narrative:
The navio surgical system japan, rob00043, sn (B)(6), used for treatment was not returned for evaluation therefore a visual or functional evaluation could not be performed. The reported problem could not be visually or functionally confirmed. A review of the provided screenshots was completed. The reported problem was confirmed. The posterior femur appears to be overcut and the anterior tibia is also overcut however the user is claiming that the bone was not. Factors contributing to this behavior can occur when the anspach drill becomes disconnected from the navio handpiece snaplock. When this occurs the actual bur is now behind the virtual bur. As the user approaches the virtual surface with the virtual bur, bone will be removed, however because the actual bur has not reached the actual surface, bone is not removed. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. No service records were identified prior to the complaint date for this device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical CAPA, nc, hhe/pra, field action review could not be completed. The product was not returned, and no evidence was made available to link the complaint to a CAPA, nc, hhe/pra, field action. The navio surgical technique guide for knee arthroplasty (500197 rev c) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines. This situation is captured in the navio risk assessment rf0023 rev r, risk ID h-0132: tracking system failure (stops working) with a residual severity of no harm and residual probability of occasional. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted uka surgery, the mapped surface is a distal to the actual femur, so, there is a deviation between the mapped surface and actual bone. Surgery was resumed, after a non-significant delay, by changing to manual procedure. No further complications were reported.